Manufacturer narrative:
This is a cancellation report. The lab evaluation was completed on 28-aug-2020. The investigation was subsequently completed on 18-sept-2020. The final investigation has determined that the incorrect size wire guide was used and therefore the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016).¿ device evaluation: the evo-fc-10-11-6-b device of lot number c1717076 involved in this complaint device was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 28th august 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: device was returned disassembled, stent was not returned. Lock wire returned separately. Manual deployment and retraction of the introducer system completed without issues. All cogs were intact. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1717076 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1717076 ; upon review of complaints this failure mode has not occurred previously with this lot #c1717076. The instructions for use ifu0062-5 which accompanies this device, informs the user about the delivery system description: "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." Precaution section: "the stent should be placed with the cook delivery system, which is provided with each stent", as per instruction for use section, "to deploy stent, remove red safety guard from handle, then squeeze the trigger" as per additional information recived,0.025 inch wire guide was used. As per complaint description "o he deliberately disassembled the handle part of the device and manually pulled the outer sheath to release the stent at the planned implantation site, although this was an irregularity." There is evidence to suggest that the customer did not follow the instructions for use, root cause review: a definitive root cause could be determined from the available information. A definitive root cause can be attributed to user error, as the user didn¿t follow the instructions for use and use of an incorrect wire guide may have contributed to the deployment difficulties. As per additional information received, 0.025 inch wire guide was used. As per complaint description "o he deliberately disassembled the handle part of the device and manually pulled the outer sheath to release the stent at the planned implantation site, although this was an irregularity." Summary: customer complaint is confirmed based on customer testimony. According to the initial reporter, there have been no adverse effect to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
***This is a cancellation report. The lab evaluation was completed on 28-aug-2020. The investigation was subsequently completed on 18-sept-2020. The final investigation has determined that the incorrect size wire guide was used and therefore the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016). As the overall risk is low and no serious injury has occurred.¿ the device was inserted into the bile duct over a wire guide. The papillae had been est. There were np significant damages to the scope or sheath. The route was not hard/unreasonable ( not angle).. The stand was also free. The sheath could be smoothly advanced to the target site of implantation. After the device arrived at the target site, the physician removed the safety pin from the trigger, eliminated any deflection in the sheath, checked the release button, and pressed it firmly to the release side. The release was started, but the outer sheath did not move, and the stent could not be deployed even though the trigger was pulled. It was like empty triggering (air shooting). The physician wanted to certainly replace the stent in this case, so he deliberately disassembled the handle part of the device and manually pulled the outer sheath to release the stent at the planned implantation site, although this was an irregularity. Patient outcome: no adverse events to the patient were reported. Patient/event info - notes: 1 general questions: 1-1 at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). (During stent placement). 1-2 what endoscope type and channel size was used? 3.7mm 1-3 what was the position of the elevator? Was it opened or closed? (Opened). 1-4 details of the wire guide used (diameter, type, make).? Vidiglide/olympus 0.025 1-5 did any part of the stent contact the patient¿s anatomy when the complaint occurred? (No). 1-6 how long was the stent in the patient by the time this complaint occurred? 1-7 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 2 stricture information: 2-1 what was the length and diameter of the stricture? The length was 4cm/the diameter was unknown 2-2 where was the stricture located in the body? Distal bile duct 2-3 was there resistance felt passing wire guide through stricture? (No). 2-4 was there resistance felt passing the evolution through stricture? (No). 2-5 was the stricture dilated before stent placement? (No). 3 questions related to during insertion into patient: 3-1 was the product inspected for kinks or damage before use? (Yes). 3-2 was resistance felt during insertion into patient? (No). 3-3 if yes, at what point? 4 questions related to during stent placement: 4-1 did the product fail during stent deployment or recapture? (Deployment). 4-2 was the directional button pressed during use? (Yes). 4-3 was the yellow marker kept in view during deployment? (Yes). 4-4 are images of the device or procedure available? (No). 5 questions related to during introducer withdrawal: 5-1 was final stent placement confirmed using endoscopy / fluoroscopy? (Yes). 5-2 if yes, what was used? Both endoscopy and fluoroscopy 5-3 did the stent open sufficiently to allow withdrawal of introducer safely? (Yes). 5-4 was the safety wire fully removed before removing the delivery system? (Yes).5-5 did any part of the product snag/get caught with the stent when removing the delivery system? (No).. 5-6 are images of the device or procedure available? (No).

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was inserted into the bile duct over a wire guide. The papillae had been est. There were np significant damages to the scope or sheath. The route was not hard/unreasonable ( not angle). The stand was also free. The sheath could be smoothly advanced to the target site of implantation. After the device arrived at the target site, the physician removed the safety pin from the trigger, eliminated any deflection in the sheath, checked the release button, and pressed it firmly to the release side. The release was started, but the outer sheath did not move, and the stent could not be deployed even though the trigger was pulled. It was like empty triggering (air shooting) the physician wanted to certainly replace the stent in this case, so he deliberately disassembled the handle part of the device and manually pulled the outer sheath to release the stent at the planned implantation site, although this was an irregularity. Patient outcome: no adverse events to the patient were reported. Patient/event info - notes: general questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) (during stent placement). What endoscope type and channel size was used? 3.7mm. What was the position of the elevator? Was it opened or closed?(opened). Details of the wire guide used (diameter, type, make)? Vidiglide/olympus 0.025. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? (No). How long was the stent in the patient by the time this complaint occurred? For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: what was the length and diameter of the stricture? The length was 4cm/the diameter was unknown. Where was the stricture located in the body? Distal bile duct. Was there resistance felt passing wire guide through stricture? (No). Was there resistance felt passing the evolution through stricture? (No). Was the stricture dilated before stent placement? (No). Questions related to during insertion into patient: was the product inspected for kinks or damage before use? (Yes). Was resistance felt during insertion into patient? (No). If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? (Deployment). Was the directional button pressed during use? (Yes). Was the yellow marker kept in view during deployment? (Yes). Are images of the device or procedure available? (No). Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? (Yes). If yes, what was used? Both endoscopy and fluoroscopy did the stent open sufficiently to allow withdrawal of introducer safely? (Yes). Was the safety wire fully removed before removing the delivery system? (Yes). Did any part of the product snag/get caught with the stent when removing the delivery system? (No). Are images of the device or procedure available? (No).